Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded a possible atrial loss of capture (loc) on the presenting electrogram (egm). It was advised to consider a loc versus premature atrial contractions (pacs). The pacing output is noted to be fixed at sv (volts) at 1.5ms (milliseconds). The associated ra lead is a non-(B)(6) product. The ICD and this lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).